Manufacturer narrative:
No battery out limit alarm noted. Unit had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Used a test keypad, unit responded properly to button presses. No frozen screen noted. The time advanced properly during testing. Unit had a scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.